Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test due to no button response. The insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 7.5 mmol/l. The customer stated he tried to deliver a bolus, but it did not deliver. The insulin pump will be returned for analysis.